Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc st jude lead, implanted (B)(6) 2013. (B)(4)

Event description:
It was reported that the patient felt a "sensation" around their implantable pulse generator (ipg) consistently at midnight. They were symptomatic without left ventricular (lv) pacing and also felt a similar feeling with premature ventricular contractions (pvc). Capture management was programmed off and the device remains in use. No patient complications have been reported as a result of this event.